Event description:
It was reported that during leakage test, the message "co2 absorber not detected" was generated. Troubleshooting revealed that the patient cassette had been slightly dislodged from its original position. This resulted in a leakage and the above message. After the patient cassette had been repositioned, the unit worked as intended again. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).